Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? If yes, please describe. Did any needle piece(s) fall into the patient? If yes, was\were the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Please confirm lot number provided (tkpp1a405) as it was not recognized as valid. Please provide the product code. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please refer to the event description, other information requested is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a left artificial femoral head replacement surgery under general anesthesia on (B)(6) 2024 and barbed suture was used. At 11:00, the surgery was completed. When the doctor used suture to suture the patient's wound, the needle and suture broke and could not be used. A new suture was immediately replaced. There were no patient consequences reported. Additional information was requested.